Event description:
Pt reported that the batteries "exploded" inside of the suspect device. Pt stated that battery acid was observed leaking from the battery comparment. No pt injury was reported. A request was made for the return of the suspect device and replacement product shipped.